Event description:
Device malfunction: premature deployment. Time of malfunction: during device preparation. Symptoms/ae: none. It was reported that during device preparation for an interventional procedure, it was noticed that the xpert stent was deployed a few millimeters. A different device of the same size was used in the procedure. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received. Investigation is not complete.